Event description:
Consumer got a piece of floss stuck between their teeth. They used another piece of floss to remove it but their mouth began to feel swollen. Lips became swollen, hands and genitals began to feel itchy, had difficulty swallowing. They called a physician friend who recommended benadryl. They dissolved benadryl in water as they couldn't swallow the pills and symptoms diminished. Consumer was taking prednisone on a taper regimen when the event occurred.